Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmission revealed the implantable cardiac monitor (icm) was experiencing under-sensing and over-sensing. No intervention has been performed. The patient was stable.